Event description:
It was reported that patient sought medical intervention due to a skin infection. Patient did not recall specific details of this event as it occurred more than 8 months ago.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.